Manufacturer narrative:
The surgeon sent the black, "sludgy" foreign matter to pathology for analysis. Although he did not provide a written report, the surgeon reported "nothing untoward" in the pathology results. The product was not recovered or returned for investigation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. As no product was returned and no additional information will be provided, we are unable to determine the root cause. We will continue to monitor reports of this kind. The investigation is complete.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications.additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that the surgeon noticed white particulates appeared to be wedged between the phaco tip and sleeve of the handpiece. While performing the surgery, two white "pellet like" foreign bodies appeared in the eye of the patient. The surgeon aspirated the white foreign bodies from the eye. The handpiece was removed from the eye and the tip and sleeve were replaced. The surgeon reported that the patient is ok and there were no signs of any issue. After surgery, the surgeon inspected the original sleeve under a microscope and found a black, "sludgy" foreign matter in the sleeve.